Event description:
It has been reported to philips that, system was intermittently exposing and no fluoro at all. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of system log file showed x-ray generator errors and warnings. Upon functional testing, the fse found there was multitude of kv symmetry errors and cathode side to be weak. To resolve the issue, the philips engineer replaced e2q convertor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.